Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, no excessive force was applied while advancing the coil, friction was felt at the middle part of the catheter, the coil was advanced slowly and gently, and the coil was detached at the detachment zone inside the micro catheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The device is not available to the manufacturer.

Event description:
It was reported that during the embolization the subject coil was inserted into the micro catheter. While advancing the subject coil at the middle of the micro catheter resistance was felt. When the physician pulled the delivery wire of the subject coil it prematurely detached inside the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.